Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 475 mg/dl. Customer stated that, she noticed a difference between what her blood sugar and sensor glucose. Customer stated that this is the second sensor in the last three days that has malfunction. Customer stated that on the plane coming over her blood sugar was 475 mg/dl and her sensor was telling her 42 mg/dl. Customer stated that she treated her high blood sugar by insulin pump and completing a set change. Customer declined to troubleshoot for the high blood sugar. The blood glucose at the time of the incident was 217 mg/dl and sensor glucose was 61 mg/dl. Customer declined troubleshooting for the sensor issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator and the test bg meter communicates properly to the pump. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in date of event with the initial report was incorrect. The correct information was (B)(6) 2017.